Event description:
The report was received from a user facility in (B)(6). The surgeon heard a change in sound in the vitrectomy cutter. He removed the cutter from the patient's eye for verification. The pneumatic line detached from the vitrectomy cutter. He reconnected the line and continued the surgery. There was no injury to the patient and the case was finished in normal time.

Manufacturer narrative:
Evaluation completed. One 23ga cutter was returned. The part number and lot number cannot be verified or determined. The drive connection dampener and barb connector which the air line is attached to are not fully seated in the back cap. The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2.